Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/31/2017-product analysis: the device was returned and evaluated by product analysis on 10/03/2017 with the following findings: review of the pump¿s black box revealed unexplained power resets. Two battery compartment cracks were observed. Leak testing revealed battery compartment leaks. The battery cap threads were stripped and a power-issue was experienced. A test battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm with the test cap. (B)(4).